Event description:
The pt had a laparoscopic cholecystectomy performed on 11/3/96. The pt was readmitted on 11/9/96, for fever and bile leakage. An ercp was performed. The pt developed peritonitis and was reoperated on 11/12/96. An open procedure was performed to correct bile leakage. The surgeon feels the clips came off or opened up slightly resulting in bile leakage. The pt required medication as well as reoperation.